Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the blade of the cutter did not work during a procedure. Aspiration was working. The product was replaced and procedure completed with no patient harm. No sample returning.

Manufacturer narrative:
One opened probe was received with a tray, along with an infusion sleeve, for the report of blade was not working during surgery. The returned sample was visually inspected and found non-conforming with foreign matter on the port face. The sample was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation does not confirm the probe had an actuation or cut issue. The probe performance testing met specification. Therefore, the exact root cause of the customer complaint cannot be determined from this evaluation. The evaluation indicated that there was foreign matter on the port face. How and when the foreign material was introduced cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery as mentioned in the initial report description of the complaint file. No action was taken as the probe was manufactured to specifications and was functionally conforming during evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends the manufacturer internal reference number is: (B)(4).